Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline that failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the ophthalmic segment with a max dia meter of 10mm and a 7mm neck diameter. The landing zone (artery size) was 4.3mm distal and 5.1mm proximal. Dapt (dual antiplatelet treatment) was administered with a normal level of platelet reactivity units (pru). The angiographic result post procedure was an, "ophthalmic segment aneurysm." No images are available for review. It was noted the patient's vessel tortuosity was normal. It was reported that after routine access was established, the stent was advanced, with the plan to open the tip end of the stent in the straight segment of the middle cerebral artery. Following standard technique, the operator retracted the marksman microcatheter to expose approximately 10 mm of the tip end of the stent. The tip end of the stent failed to open automatically. The operator advanced the system to apply tension, but the stent still failed to open. Repeated maneuvers were unsuccessful. It was noted that the failure to open was in the distal section of the device. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline that were not already mentioned in the report. The pipeline was resheathed and removed with th e microcatheter from the patient. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). Ancillary devices include a ruikangtong 6f-115 guide catheter and marksman fa-55150-1030 microcatheter.